Manufacturer narrative:
Device has yet to be received for evaluation. Investigation is on-going. Once complete, a follow-up report will be submitted.

Event description:
It was reported that while the orthopedic surgeon was doing a knee arthroscopy, one of the instrument's articulating ends got stuck in the pt's knee. They tried for 1 hour to take it out, but could not get the piece out of the knee. Surgery was delayed 1 hour. Pt was not hurt.